Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to greater than 600 (mg/dl) for 3 days. Customer changed pump supplies and administered insulin injections to treat elevated bg levels. Reportedly, contact stated that the customer also experienced a low bg level of 65 (mg/dl) after administering an insulin injection on (B)(6) 2016. Customer ate crackers to treat the low bg level. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.